Event description:
It was reported that patient had a champagne fluted canal with the stem fixed distally. After giving the patient some time, the stem did not gain proximal stability and the patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.